Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a pt developed endophthalmitis. Debris between the iol and the posterior capsule was cultured positive for coagulase negative staphylococcus. The lens remains implanted. The pt was treated with antibiotics and has responded well. The association between this event and the iol is not known. Add'l info has been sought.